Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2023-10791. It was reported that the pacemaker and right ventricle (rv) lead exhibited noise over-sensing and resulted in pacing inhibition. No intervention was performed on the pacemaker. The rv lead was capped. The patient was in stable condition.